Event description:
It was reported by the pt's caregiver that the pt was experiencing an increase in seizures about pre-implant levels. The pt is having approximately 3 seizures a week and the caregiver believes that the generator may be at end of service. A battery life calculation was performed using the pt's programming history available in the in-house database, and it was found that the pt's device has approximately 0.66 years until eri = yes indicating that the device is not currently at end of service. Good faith attempts to obtain add'l info from the pt's neurologist have been unsuccessful to date.